Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc038 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (asgsfc038) have been reported from the same facility.

Event description:
It was reported by the customer "on (B)(6) 2022 ivad needle line had a hole/snapped at the end of the line where you attach a cap. Blood leaking out of patient, fluids not infusing due to hole in line. New ivad placed."